Manufacturer narrative:
Product event summary: the log files corresponding to the case event date were reviewed and a 4002 error code indicating an invalid catheter was triggered multiple times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, there was an issue involving difficulty plugging in the first catheter interface cable (cic) cable, which led to its replacement. The second cic cable was also hard to plug in, and a generator error message "#40002 invalid catheter" appeared on the screen. The catheter was changed for another, and the problem was resolved. The procedure was completed, and the patient was under general anesthesia. No patient symptoms, complications, injuries, or adverse outcomes were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012867153 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. On the spiral array segment, the spiral array pebax tube was observed to be kinked. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Microscope/x-ray imaging and testing was performed. High magnification optical inspection revealed debris/foreign material stuck inside the catheter connector receptacle, causing a connection issue with the catheter interface cable test which could not be connected properly. In conclusion, the loop catheter failed the returned product inspection due to the kinked pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.